Manufacturer narrative:
Further information was requested, but not received.

Event description:
During a remote follow up, myopotential oversensing was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.